Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level that ranged from 5-12 mg/dl where the cause of the low bg was unknown. Customer was treated with intravenous fluids of glucose and insulin. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.